Event description:
The customer reported that the system displayed a precharge voltage error. The precharge voltage error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.